Event description:
My right breast implant ruptured and shortly afterwards I ended up with severe pain in my right arm/shoulder ended up in the emergency room as result of such severe pain and temporal lose of use of my right arm/shoulder. I started researching about my breast implants and realized I had been suffering from breast implant illness for several years (extreme fatigue, brain fog, weight gain, hair loss, dry skin, insomnia, night heat flashes, shortness of breath, joint pain, anxiety, frequent urination, swollen / puffy, dry eyes, heart palpitations, panic attacks, bells palsy, etc.). MRI to confirm ruptured breast implant and also 2 cysts found in my right breast. FDA safety report ID#: (B)(4).